Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sealing process found that trays / tyvek lids must be fully inspected before and after the sealing process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: correction on b5 and h6 (health effect - impact code).

Event description:
It was reported that, when the packaged was opened, the ablation wand wasn¿t inside any sterile packaging. The package was damaged. The unit was not sterilized. Incident occurred while setting-up to the procedure. A back-up device was available and no delays occurred.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the packaged of the ablator was damaged. The unit was not sterilized. Incident occurred while setting-up to the procedure. A back-up device was available and no delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.